Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cfg isi core controller board and cfg video slice involved with this complaint and completed the device evaluations. Failure analysis (fa) investigation confirmed the customer reported complaint ¿customer spilled water onto vision side cart (vsc) core¿ causing contamination to the affected parts. The components were analyzed and found the units were contaminated and exhibited a system failed error 307. The contaminated units will be scrapped.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the inability to reboot the system, the investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found water on the isi core controller (icc) and video slice (vsl) 2 pcbs. The fse cleaned the pcbs with alcohol and reseated the system with no change. The fse then replaced the vsl and icc to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint but failure analysis investigation has not been completed. If additional information is received, a follow-up MDR will be submitted. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: the customer converted the procedure to laparoscopy with additional ports insertion after the start of the procedure due to physical damage to the vision side cart (vsc) core.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer spilled over a tub of water into vision side cart (vsc) core. The water spilt into the core and drawers below. The customer found sitting water on all printed circuit assembly (pca)s in front of core as well as power supply (psu). An intuitive surgical, inc. (Isi) field service engineer (fse) removed all pcbs and cleaned with alcohol and dried. The system would not boot up and the customer could not connect to system with service laptop. The procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no increased port size; however the customer did add additional ports.